Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus confirming the customer's reported complaint. The load cell characterization test revealed that load cell module 1 was over-reporting. The load cell module was replaced to address the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(6). (B)(6) was reported on december 19, 2023, and the load cells were replaced.

Event description:
As reported, the autopulse platform (sn (B)(6) ) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The customer tried to clear the (ua) 07 error message by realigning and replacing the lifeband, but the ua persisted. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.